Event description:
The event involved a plum set, where it was reported that foreign matter was found in the tubing. There is no report of patient involvement or patient harm.

Manufacturer narrative:
The device is available for evaluation, however has not been received. (B)(6).

Manufacturer narrative:
Received one open/unused 142730490 plum 150 ml burette set for inspection. Errant solvent observed at the tubing below the piercing pin. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The probable cause of the errant solvent is due to a manual bonding error in costa rica. The errant solvent did not affect the functionality of the device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information d9: device returned to manufacturer 7/7/2022.